Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause was unknown. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient was treated for peritonitis with injection (inj) magnex (ip) intraperitoneally,1 gram, once a day (route not reported), inj vancomycin,1 gm, once in 4th day, ip and amikacin, 250 mg, once daily, ip. The outcome of the peritonitis was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. (B)(4).